Event description:
During a clinic follow-up, an increase in the capture threshold and episodes of far-field r wave oversensing were observed on the device. Technical support was contacted and the device was reprogrammed, but then there were further episodes observed. The patient was stable and will continue to be monitored.